Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: pentaray catheter, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter and suffered a cerebrovascular accident. During pulmonary vein isolation, no problems were observed. A voltage map was then obtained with a pentaray catheter. Before the smart touch catheter was inserted into the cardiac cavity and prior to flushing, char was observed on the tip. The procedure was completed successfully, but the patient suffered the stroke the following day. The type, if any, of medical intervention necessary is unknown, but no additional hospitalization was required. The patient outcome is also unknown. The physician noted that there were no issues with the biosense webster products, but that the cause of the injury may have been the char observed on the catheter. The generator was being used in power control mode, but the temperature/power/impedance values are unknown. Anticoagulants were in use, but the type is unknown. There were no issues related to temperature or flow of the catheter. No error messages presented on any biosense webster equipment during the procedure.